Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a erah while dissecting the side branches the surgeon noticed that the tip of the cutter looked abnormal and it did not want to cut the side branch. On removal they noticed that inside the jaws of the cutter it looked like there was a metal plate that came loose. No excessive cutting was done before the cutter broke. Another kit was opened and the procedure was completed with no harm done to the patient.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, e2, e3, g3, g6, h2, h3, h11 corrected sections: e1 (event site telephone).

Event description:
The hospital reported that during a erah while dissecting the side branches the surgeon noticed that the tip of the cutter looked abnormal and it did not want to cut the side branch. On removal they noticed that inside the jaws of the cutter it looked like there was a metal plate that came loose. No excessive cutting was done before the cutter broke. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There were no additional incisions or procedures required due to the reported failure. There was no delay. Another kit was opened and the procedure was completed with no harm done to the patient.